Event description:
The pt suffered a left hemothorax leading to eventual death after insertion of a permcath. Symptoms leading to the discovery of the hemothoraaax were discovered in the recovery room immediately following the insertion procedure.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device use continued with restrictions/limitations, other. The device was destroyed/disposed of.